Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad issue. Customer¿s blood glucose level was over 300 mg/dl. Customer stated that the buttons were hard to press, act button and esc button and buttons not responding. Customer stated that the insulin pump had motor error, unexplained no delivery alert, rejecting new batteries. Customer stated that they had esc and act at the same time the motor error goes away. Customer also stated that the drive support cap was normal. Customer able to complete rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. However, device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test.